Event description:
It was reported that the patient had a non-device related fall at the implant site and blood was present at the ipg pocket site. The patient was also experiencing a change in stimulation and swelling in the feet. The patient was concerned if the device was broken open and leaking.